Event description:
Customer reported IV blood tubing started leaking from the bottom of the chamber once blood transfusion was started. Blood tubing which had already been primed had to be replaced approx 5 minutes into the infusion. Pt lost approx 30 cc of blood from the unit as a result of the defective tubing. The blood tubing set was in use for 2 hours, 300 ml. No add'l info was available.

Manufacturer narrative:
(B) (4). (B) (4). The customer's experience of leaking set was confirmed. Leaking was confirmed at the pvc tubing to drip chamber outlet engagement. The cause of the leak is due to insufficient solvent applied at the engagement point during the mfg process. The root cause of this failure was not identified.